Event description:
It was reported that an anchor c peek cage was broken into two pieces intra-operatively. Surgery was successfully completed with a solis cage and a 2 hour delay.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that an anchor c peek cage was broken into two pieces intra-operatively. Surgery was successfully completed with a solis cage. Additional information was requested regarding the event, but no response was received. It is unknown how the disc space was trialed and distracted, how the cage was inserted and if cage was malleted excessively during insertion. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: disc space too tight for cage, insufficient disc space distraction, excess cantilever force applied during cage insertion, cage malleted excessively during insertion, etc. H3 other text : no product returned.

Event description:
It was reported that an anchor c peek cage was broken into two pieces intra-operatively. Surgery was successfully completed with a solis cage and a 2 hour delay.